Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2006 where she was implanted with a stryker hip system. It is further alleged that blood work revealed elevated levels of cobalt and chromium. Plaintiff underwent revision surgery on (B)(6) 2017.